Event description:
The consumer does not prime before taking injections. Consumer reported pen needle clog when taking injections. Stated, he has to use more than one pen needle to complete an injection and he's tired of sticking himself. Stated, he's wasting a lot of pen needles stated, he will try priming going forward. Lot: unknown catalog: 320550 date of event: unknown samples: no cl.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.